Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported intraoperative type iiib endoleak of the right common iliac. The event is most likely user-related due to the use of concomitant non-endologix devices, which were implanted prior to the afx2 bifurcated device (off-label use). In addition, the right common iliac artery diameter was 37.6mm, but the IFU requires the diameter be 10-23mm (off-label use). The procedure-related harms for this event could not be determined, and the final patient status was not reported. These types of events will be monitored and trended as part of the quality system. Patient code; remove 1924 result code; remove 3233 conclusion code; remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, a gore (non-endologix) iliac extender, and two (2) gore (non-endologix) excluder legs; initial implant was off-label due to afx2 use with non-endologix devices. During the initial implant, a type iiib endoleak was suspected per angiography which revealed a leak into the right common iliac. The physician elected to implant an additional gore (non-endologix) iliac extender and afx2 bifurcated stent graft, after which the endoleak disappeared. As of date, there have been no additional patient sequelae reported.